Event description:
It was reported moxafloxacin was programmed to infuse over sixty minutes. Forty minutes into infusion, the pump indicated that it was complete although half of the medication was still in the bag. The infusion time was then extended but there was no impact to the patient. The event occurred at a medical-surgical unit.

Manufacturer narrative:
Additional information: b3, d11. The customers reported issue of an under infusion of moxifloxacin was not observed in the event log or replicated during testing. External and internal inspection found no anomalies with any of the electrical or mechanical components. Review of the returned pcu and pump module s/n (B)(6) error log showed no errors or malfunctions on the customers reported incident date of (B)(6) 2020. The pcu device was powered on (B)(6) 2020 at 10:26 am the profile in use was ¿sch_4.2.20 adult med-surg¿. At 10:28 am pump module s/n (B)(6) was programmed as guardrails drugs infusion of moxifloxacin (drug ID 145), 400mg in 250ml/h, rate of 250ml/h, vtbi 250ml and infusion was started. Pvi at the time 0ml. At 10:56 am pump module s/n (B)(6) alarmed for air in line. Pvi at the time 114.3ml. It is possible that the customer observed air in line alarm occurring at 10:56 am was confused as the device completing the programmed infusion. The event log contained no other infusions of moxifloxacin (drug ID 145) occurring on (B)(6) 2020 longer than the 28-minute infusion programmed from 10:28 am to 10:56 am. Functional testing performed found no anomalies with the returned pump module. The root cause of the customer report of an under infusion of moxifloxacin was not observed in the event logs or replicated during testing. Device history review: review of the service s/n (B)(6) history record showed the device had a manufacture date of 27jul2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 14aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Additional information b.3, b.5.

Event description:
It was reported moxafloxacin was programmed to infuse over sixty minutes. Forty minutes into infusion, the pump indicated that it was complete although half of the medication was still in the bag. The infusion time was then extended but there was no impact to the patient. The event occurred at a medical-surgical unit.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, no access to patient information.

Event description:
It was reported from the medical surgery unit that there was an under infusion of moxafloxasin. Tigecycline was being infused at the same time to prevent nausea to the patient. The infusion was set to run for one hour but it was noted that the device alarmed at 40 minutes that the infusion was complete. When the infusion bag was checked, there was still fluid remaining. Customer had to extend the infusion time due to the administration of medication not being fully delivered. There were no adverse effects caused to the patient from the event.